Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further patient information was provided. Complete entry for patient identifier: (B)(6).

Event description:
The customer reported a false elevated architect b-hcg result. Sample ID (B)(6) generated a (B)(6) result of 36.15 miu/ml and multiple retests generated (B)(6) results of less than 1.2 miu/ml and 3.9 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of compliant text, a search for similar complaints, a review of field data, a review of instrument logs, a review of historical data, a review of product quality history, and statistical process control analysis. No adverse trend, non-statistical trends, non-conformities, potential non-conformities, or deviations were identified for the customer's issue. Labeling was reviewed and found to be adequate. Field data did not identify any issue related to overall performance and found no systemic issues. Field data indicated that median patient result for the likely cause lot is within established limits. Review of the instrument logs did not identify any sample integrity issues. Testing was performed using in-house retained kits and the testing met all specifications. Review of statistical process control analysis did not identify any issues for the reporting lot. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Update 05dec2018: lot number changed from unknown to 89197ui00.